Event description:
In 11/94, one month after starting to wear latex gloves, the rptr, a 40-yr-old female, developed severe exzema with bleeding and cracking of her hands. On 11/22/95, she was diagnosed as having a latex allergy. The symptoms she experienced immediately after being exposed to latex included: rapid breathing, hot flashes, nausea, diarrhea, increased perspriration, itching, and sneezing. The rptr had to leave her job as a dental assistant because of the latex allergy. Because she is also allergic to pollen and mold, the rptr purchased the hepa mask to wear when she worked in her yard. One afternoon, when she put the mask on, immediately her hands started itching. She thought that perhaps it was from touching something in the yard. She wore the mask from 2:00 pm to 5:00 pm. By 7:00 pm, she felt as though she was going to pass out. She is allergic to bananas and mangoes but had not eaten any. The next morning, she felt as though the back of her tongue was paralyzed. She also experienced nausea, hot flashes and headache. In the afternoon, she found rubber baffles in the mask and realized that the rubber was causing her to have the reaction. She called her physician and was prescribed prednisone. The rptr is concerned because nowhere on the package does it say that the mask contains any latex parts.